Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with topical and IV antibiotics (specific date and duration not reported). However, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted under general anesthesia on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery on the contralateral site.